Event description:
According to the literature, a retrospective study compared the outcomes of patients undergoing complete endoscopic thyroidectomy (cet) via a clavicular versus axillary approach in the treatment of patients with papillary thyroid carcinoma between february 2023 to february 2025. It was noted that in the axillary approach a force-ez-8c monopolar electrosurgical generator was used to dissect, isolate, and seal the middle thyroid vein along the lateral margin of the thyroid gland, while the remainder of the surgery employed an ultrasonic scalpel to dissect and seal. There were 100 patients included in the study and post-operative bleeding was noted in one patient. Interventions and outcomes were unknown.

Manufacturer narrative:
Protective effect of complete endoscopic thyroidectomy through different approaches on the recurrent laryngeal nerve. Jianghai li and yuming hua. Wideochir inne tech maloinwazyjne. 2025; 20 (3): 266-272. Published online: july 24, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.